Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this could not be confirmed as the device was not returned for evaluation. Additional information: h6 clinical code and medical device problem code.

Event description:
As reported, the 76 year old female patient had an initial left tka on (B)(6) 2019. 5 years later, the patient complained of knee swelling and pain. The surgeon diagnosed wear of the tibial insert and the patient was revised on (B)(6) 2024. Breakage and wear were observed in the retrieved tibial insert. The surgeon did not find metallosis. There was no problem with the locking mechanism of the tibial tray. Polyethylene particles and all proliferative tissue was removed and the insert was replaced to a new cr 9mm. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 5624696 - 02-010-03-0215 - logic cr femoral cem, left sz 1.5 5634363 - 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t (B)(6) - 02-012-48-1509 - logic cr tib insert slope +, sz 1.5, 9 mm 11015018037 - (B)(6) - gps disposable kit 934061.